Event description:
Healthcare professional reported right side intracapsular rupture diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical impact opening. The shell thickness was within specification. As per the investigation procedure non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture diagnosed via ultrasound. The device has been explanted.